Event description:
It was reported continued request for fiber to be cleaned, even though it had no tissue on it and was cleaned anyway at 76,611 joules of use during a prostate procedure. The case was completed using a second fiber without further issue. No injury to pt reported.

Manufacturer narrative:
Analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The glass cap showed devitrification. The metal cap showed burnt on detritus and devitrification of the cap at the output window. The metal cap adhesion location showed slightly burnt glue. The glass cap showed char and devitrification. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. The fiber/cap condition could also result in forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.